Manufacturer narrative:
Additional information was requested but was not forthcoming. Per the instructions for use, valve malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. In this case, the cause of the coronary occlusion was unable to be determined. However, may be due to patient factors (severe leaflet calcification and low left coronary height) and procedural factors (malposition of device and possible oversizing). There was no allegation or indication of a device malfunction.

Manufacturer narrative:
(B)(6). Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients. The following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: (1) aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; (2) during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and (3) consider aortogram during valvuloplasty to assess coronary flow. In this case, the cause of the coronary occlusion was unable to be determined. However, may be due to patient factors (severe leaflet calcification and low left coronary height) and procedural factors described above. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by edwards affiliate in (B)(4), during a transfemoral tavr procedure in the aortic position, post valve deployment the patient suffered a coronary obstruction and expired. The patient's annulus measured 580mm. Before valve implantation, a 23mm bav was performed without any problems. The delivery system was then inflated with 32cc and the 29mm sapien 3 valve was successfully implanted. Immediately post valve deployment, the patient's blood pressure ¿dropped rapidly¿. Tee and root angiogram confirmed there was no blood flow to the left coronary artery. CPR was performed and operator tried to cross a 0.014 wire to the blocked left coronary artery ostium. ECMO was performed and the patient was moved to the operator room for open surgery (plan was CABG). The patient's bleeding could not be stopped and the patient expired. It is perceived that the left main was blocked by calcium or by a valve commissure part of the strut. The patient¿s native aortic annulus measured 23mmx30mm by CT with an area of 580cm². The native annulus was moderately calcified, the leaflets had severely calcification, the root was mildly calcified, the sinus of valsalva measured 31mm and the patient had mild mitral annular calcification. The left coronary ostia height measured 11mm and the right coronary ostia measured 15mm. Additionally, both the image intensifier angle and the coaxial alignment of the delivery system and valve were described as ¿good¿, ventilation was not held and there was no loss of pacing captured during valve deployment.

Manufacturer narrative:
Additional information provided indicated that the physician believed the valve was malpositioned (too aortic) which resulted in the coronary occlusion. The physician believed the 29 mm sapien 3 valve size was accurate for the patient¿s annulus. However, upon further review of the CT measurements, by the clinical staff, the valve was believed to have been oversized. Investigation is ongoing.